Event description:
It was reported that there was a replacement of the right side primary cell device. There was a ¿previous battery malfunction.¿ it was later reported that there was a battery malfunction. Patient¿s disorder indication was tremors. The patient was a hospital inpatient. Additional information received reported the replacement of the right side device was on (B)(6) 2014. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2012, product type: extension. (B)(4).